Manufacturer narrative:
Clarification to b3: partial date of 2025 provided. Clarification to d6b: partial date of 2025 provided. A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "replacement due to deterioration".

Event description:
Healthcare professional reported "replacement due to deterioration". This record is for an unknown side. Device was explanted.